Event description:
It is reported that approx 8 mos post-op, the pt experienced pain and swelling on the left knee. The device was revised approx 1 yr post-op due to aseptic loosening of the femoral component. Implant and explant dates are unk.

Manufacturer narrative:
We could not obtain a complete catalog #, therefore, a baseline report cannot be filed. Eval summary: x-ray images show the femoral component was implanted in flexion, which lead to a large gap on the anterior face. The images show less than optimal cement mantle on the anterior face. The femoral component did not fit the bone tightly, as evident by the large anterior gap which likely contributed to the loosening. No prod was returned for eval. No lot # was provided; therefore, device history records could not be reviewed.